Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem (battery will not power the device) has been confirmed. As rec'd, the pt's battery was found to have defective cells. The batteries output voltage was 1.72 v, and it would not power up the monitor. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery. The pt rec'd a replacement battery pack.

Event description:
The pt services rep (psr) assisting a (B)(6) male pt called in to zoll lifecor customer support to report that one of the pt's batteries was not powering the monitor. The pt was provided with a replacement battery pack.